Event description:
It was reported on (B)(6) 2012, that a vns patient presented high lead impedance on (B)(6) 2012. The patient was to have x-rays taken and be referred for a surgical consult. The physician's assistant who sees the patient is unaware of any trauma or manipulation that may have caused or contributed to the high lead impedance. The patient is not experiencing any adverse events. The last diagnostics were said to have been performed on (B)(6) 2010 and the impedance was ok at that time. The patient's device was not programmed off. Diagnostics showed limit/high/no. Follow up with the site revealed that x-rays were not taken and the patient is scheduled for a surgical consult. Revision surgery has not occurred to date. The patient's programming history available in the manufacturer's in-house database was reviewed and it was found that the last good diagnostics results were obtained on (B)(6) 2009. The high impedance obtained on (B)(6) 2012, was confirmed.

Event description:
Additional clarification was received that the patient's increase in seizures began in (B)(6) 2011. It was uncertain if the increase was attributed to a loss of therapy resulting from the high impedance as the patient was inconsistent in follow up. The patient was previously seen in (B)(6) 2010, so it was unclear exactly when the high impedance began. The patient experienced an increase in seizures in (B)(6) 2012. The patient experienced generalized seizures one to two times per month, but by (B)(6) 2012, the seizures were occurring once to twice per week. This was believed to have begun in (B)(6) 2011. The patient's post-operative settings were provided (dated (B)(6) 2012). No system diagnostics were performed at this time.

Event description:
Analysis of the explanted generator and lead has been completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. A significant portion of the lead was not returned. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the high lead impedance. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient had full revision surgery in which both the lead and generator were explanted and replaced due to high lead impedance. An implant card was later received stating that the devices were replaced due to a lead discontinuity. The explanted products have been returned to the manufacturer and product analysis is underway however it has not been completed at this time.

Event description:
On (B)(6) 2012, it was reported that this patient experienced an increase in seizures approximately two months ago. High impedance was discovered, so a full revision was performed. Attempts for additional information and clarification of the time at which the event occured have been unsuccessful.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR stated that the reported event was (B)(6) 2012. Additional information was received indicating that the patient's adverse events began in (B)(6) 2011. This report is being submitted to correct this information.